Manufacturer narrative:
The reported event of under-sensing was confirmed. Based on the information provided, it was determined that one event was not a true under-sensing event but was due to the ¿vs¿ marker being lost during transmission. In the other case, the apparent ventricular undersensing was assessed as being due to the vlp being in a blanked state when the intrinsic event occurred, the blanking window likely caused by crosstalk detection being triggered by telemetry communication pulses between the alp and programmer system. This issue would likely only occur while in-session only and would generally not occur while out-of-session (i.e., while the patient is ambulatory).

Event description:
It was reported the patient presented for implant procedure. During surgery as the atrial leadless pacemaker (lp) was being implanted, the patient went into atrial fibrillation (af) which required cardioversion. The cardioversion triggered a power on reset on the ventricular lp which was restored successfully. Post-procedure, the ventricular lp was undersensing while the patient was in af. During troubleshooting, the ventricular lp was deactivated and inconsistent pacing was observed on the atrial lp. The ventricular lp was reactivated and reprogrammed. The patient was in stable condition.